Manufacturer narrative:
Internal report reference number: (B)(4). Products were not returned for evaluation - customer used the syringes and discarded the box. Note: manufacturer contacted customer in a follow-up call on 8-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who reported no medical intervention had been needed since the initial call. Customer stated that she had received replacement product from the pharmacy and that the replacement syringes also bent when used (opened a second internal case).

Event description:
Complaint reported via e-mail, customer reported complaint for the syringe stating that "the needles are breaking when trying to use, bending at the tip when inserted into the skin" customer was contacted via telephone to obtain additional information; customer stated she had used the syringes and had discarded the product box. Customer stated that some of the syringe needles had bent as soon as they had touched her skin. Customer also stated that other times the syringe needle had broke into her skin and as a result she has a few pieces of metal in her abdomen. Customer stated the pieces of metal were not visible, but that she knows they are there in her abdomen. Customer was feeling well at the time of the call and stated she did not seek any medical intervention related to the use of the product. Customer also reported complaint for aspiration problem stating that when aspirating the insulin air would fill the barrel of the syringe and she was not able to measure the proper dosage. Customer also stated the plunger did not work on some of the syringes. Customer stated she has lost over 50 units of insulin and as a result is worried that she may run short on her insulin.

Manufacturer narrative:
Corrected sections as of 26-jan-2021 h10: product evaluation from supplier available when the initial MDR was filed (23-dec-2020). Internal evaluation has been completed and no abnormalities observed. Most likely underlying root cause: mlc-073: user not familiar with system IFU.